Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion (cfn) field service representative went onsite to evaluate and repair the device. The cfn field service representative (fsr) was unable to duplicate the customer's alleged issue. The cfn fsr reported the touchscreen was meeting manufacturers specifications, but during service of the device, he reported low volumes from the suspect device during evaluation. The cfn fsr replaced the receptacle top and o-ring. The cfn fsr calibrated the exhalation valve, and ran ovp (operational verification procedure) to report the suspect device is meeting all manufacturer specifications.

Event description:
The customer reported while using the vela ventilator, the touchscreen icons were unresponsive. The customer reported the rt (respiratory therapist) cannot get the touchscreen icons to react on ventilator start up, to perform uvt testing (user verification test). The customer reported no patient involvement associated with the event.